Event description:
On (B)(6) 2018, partial posterior mitral leaflet preservation was done initially and 13, 2-0 ethibond sutures were used. On (B)(6) 2018 a carbomedics optiform f7-027 mitral valve was implanted for a patient undergoing mvr for severe ms. The annulus was sized to a #27 using the sizer. On filling the heart and checking on tee, it was seen that one leaflet was not moving. The surgeon stated, "we went back on pump and removed all chordae and tips of papillary muscle and all projecting subvalvular apparatus. Again checked and was found satisfactory. But again on tee evaluation one leaflet remained immobile. The valve was rotated to anatomic position but still tee showed one immobile leaflet. We again tried with valve rotated to antianatomic position but with leaflets in opposite orientation, still tee showed that one leaflet was not moving. This valve was explanted and replaced with on-x 27/29 valve which on tee showed no problem with all leaflets moving well."